Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return

Event description:
It has been reported by the person in charge of the bloc that during a shoulder athroscopy, the vapr 3 generator did not perform well. Indeed, after changing the handpiece with a second one it was now certain that the problem a was coming from the generator. The sound of the generator and hand pieces broke down and the procedure had to be suspended. No harm to the patient.

Manufacturer narrative:
The complaint device was returned to the service center and evaluated. A poor contact in the plug connection was identified and corrected. It cannot be determined definitively whether or not this was the root cause of the reported problem. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this serialized device since it was released for distribution on july 11, 2007. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It has been reported by the person in charge of the bloc that during a shoulder arthroscopy, the vapr 3 generator did not perform well. Indeed, after changing the handpiece with a second one it was now certain that the problem was coming from the generator. The sound of the generator and hand pieces broke down and the procedure had to be suspended. No harm to the patient. Additional information received from our affiliate indicated the surgery was rescheduled due to impaired visibility issues. See associated medwatch #'s 1221934-2016-10217 and 1221934-2016-10218.